Event description:
It was reported that during a low anterior resection procedure, air was leaking a lot. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Leak test failure. The analysis results of the device found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. A batch record review was performed and no anomalies were found during the manufacturing process.